Event description:
It was reported that the internal threads of the implant are stripped. They are not able to get anything seated inside the implant due to this issue. Requested thread tap to clear implant threads.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.